Event description:
Originally reported to us as device broken. Device was found to have a broken tip which caused device to form straight shots.

Manufacturer narrative:
Complaint originally reported as broken. The tip was found to be broken. This resulted in the device forming straight shots. The tip appeared to have been exposed to some type of excessive stress causing the tip to break.